Event description:
The user facility in (B)(6) reported the cutter did not work at 5000 cpm. No problem at 3000 cpm. The doctor replaced with another cutter and completed the operation. No patient injury reported.

Manufacturer narrative:
The device has not been received for evaluation at this time. A supplemental report will be filed should the device become available for investigation. The sterilization and lot history records have been reviewed and found to be acceptable.